Event description:
It was reported that after placing the foley catheter in the patient, it was discovered that the thermistor was about to pop out onto the surface of the catheter. It occurred near the branching part of the catheter.

Manufacturer narrative:
The reported event was unconfirmed. Received (4) photo samples. First photo sample shows overview of temp sensing catheter. Second photo sample zooms in on the shaft of catheter. Third photo sample shows zoom in on the catheter balloon. Fourth photo sample shows the inflation valve. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley catheter. Visual inspection of the sample noted cupping observed on balloon, no sight of thermistor coming out of catheter near trifurcation valve. Using the (in-house) syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) and inflated properly. With the syringe attached the balloon deflated passively in under 5 minutes: 2 minutes and 28 seconds. Based on the results of the investigation, no actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. As the reported event is unconfirmed a labeling review is not required. Correction- d, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after placing the foley catheter in the patient, it was discovered that the thermistor was about to pop out onto the surface of the catheter. It occurred near the branching part of the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.